Event description:
It was reported to medtronic neurosurgery that the patient had experienced multiple pressure level changes without obvious cause. According to the report, the valve was explanted as the clinical staff allegedly could not maintain the correct pressure setting on the valve.

Manufacturer narrative:
The valve was patent. It met requirements for this siphon test, but it did not pass leak testing or reflux testing as there was a small tear in the reservoir. It is unknown how or when this damage occurred. The device met all specifications for pressure-flow and preimplantation testing. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. It is unknown if the patient's valve site had been exposed to strong magnets. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. The instructions for use that accompany the device caution that care shod be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.